Event description:
It was reported that the patient had a full vns replacement surgery due to high lead impedance. Before the surgery, device diagnostics were performed which resulted in high impedance. When the surgeon implanted the new generator and attached it to the existing lead, device diagnostics also resulted in high impedance. The lead was then replaced. Once the new lead was connected to the new generator, diagnostics were performed and the impedance was within normal limits. The explanted generator and lead were received by the manufacturer and are undergoing product analysis. No additional pertinent information has been received to date.

Event description:
The returned generator and lead both had analysis completed. Visual examinations of the generator showed only observations consistent with the explant process; no surface abnormalities were noted on this device. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. The pulse generator showed expected level of output currents and no signs of variation. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator data showed that high impedance was present prior to explant. The lead was returned in 3 pieces (281mm, 111mm, and 63mm), but the white electrode was not returned for analysis so a complete evaluation could not be performed on the entire lead product. Multiple abraded openings were identified on the 281mm portion of the lea. Additionally, a coil break was identified on this section of the lead, but scanning electron microscopy (sem) was unable to identify the coil fracture type due to extensive pitting. Low magnification sem analysis of the quadfilar coil showed characteristics typically associated with a lead break. Abraded openings were identified on multiple portions of the lead and provided the leakage path for dried remnants of what appeared to have once been body fluid inside the outer and inner silicone tubes. The set screw marks found on the connector pin showed evidence that, at one point in time, a good mechanical and electrical connection was present between the lead and the generator. Continuity checks of the remaining lead portions did not identify any further lead breaks. Other than the abraded openings and the identified lead break, no other anomalies were identified with the returned lead.